Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown product performance issues. This crt-d was replaced with a non boston scientific product. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.